Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles during therapy. Blood glucose value was 305 mg/dl. Troubleshooting was performed and it was found that the customer did not allow for insulin to warm to room temperature prior to filling the reservoir. It was advised to changed the entire set. The product will not be returned for analysis.